Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 due to severe degenerative disc disease. Intra-op, the cage fractured at back-end, upon surgeon impacting into disc space. The device came in contact with the patient. No patient complications were reported as a result of the event.